Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right atrial lead exhibited low p-wave amplitude, which resulted in under-sensing. No intervention was performed. Patient status was not reported.